Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Event description:
It was reported, that a patient presented to clinic for follow up. Device interrogation revealed, high capture threshold on the right ventricular (rv) lead. The rv lead was found to be dislodged. During repositioning, the rv lead helix would not extend. The physician elected to explant the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, lead dislodgement and high capture threshold. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue and the over torqued inner coil in the connector region. The reported event of high capture threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.